Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and no delivery alarm. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the customer was unknown. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was assisted with troubleshooting. Customer stated that the insulin was exited. Customer also reported that cannula was bent. The insulin pump will not be returned for analysis.